Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 225cc saline breast implant, catalog # 3501670, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc and experienced capsular contracture with baker grade iii on the left breast implant. As a result, the patient will undergo removal of the implant on (B)(6) 2019.

Manufacturer narrative:
Correction: on (B)(6) 2019, mentor became aware that this information was mistakenly omitted from the initial report: the correct explantation date on (B)(6) 2019, not (B)(6) 2018 as reported in the initial report. Manufacturer¿s reference number: (B)(4).